Event description:
It was reported that a patient had good therapy except when there was an issue with the lead and extension. It was reported that the extension was replaced in the past.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_lead, serial# unknown, product type: lead. (B)(4).